Manufacturer narrative:
Sientra complaint#: (B)(4) sientra received the suspected device from the customer and performed a failure analysis. The device was returned back and upon initial observation found to have shell failure and light yellowing. The device was unable to be weighed. Device received in one piece denotes delamination. Upon optical inspection, this explant was received ruptured and was submitted for optical analysis. An unknown cause was identified. The cause of shell failure is local stress of unknown origin. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right side mammography and ultrasound indicated rupture and right side late forming seroma, found during surgery. (Date of event for late forming seroma: 03/08/2024 added from revision operative report review).

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right side mammography and ultrasound indicated rupture.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.